Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on left side and was revised due to unknown reasons.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, g3, g6, h10. As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer gmbh winterthur legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer gmbh never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer gmbh as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Event description: it was reported that the patient received an implant on the left side on (B)(6) 2009 and experienced persistent health problems. Patient was revised on (B)(6) 2019. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, a product evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be performed due to missing product identification. Conclusion: it was reported that the patient received an implant on the left side on (B)(6) 2009 and experienced persistent health problems. Patient was revised on (B)(6) 2019. Due to significant lack of information an investigation could not be performed, hence the complaint cannot be confirmed. Nevertheless, based on the given information there is no indication of a nonconformance or complaint out of box (coob). The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.